Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to operate during use and only delivered partial insulin as a result. The following information was provided by the initial reporter: "I am using bd microfine ultra needles, 4 mm but in every box of 100 I have problems with several of it, the insuline is only getting out but not all of it, this means I have to use more needles, the batch number of the box is 500049431 b, I have severall boxes with the same problem with it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was difficult to operate during use and only delivered partial insulin as a result. The following information was provided by the initial reporter: "I am using bd microfine ultra needles, 4 mm but in every box of 100 I have problems with several of it, the insulin is only getting out but not all of it, this means I have to use more needles, the batch number of the box is 500049431 b, I have several boxes with the same problem with it."